Event description:
It was reported the rigid video scope cable was stripped, severed. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and a correction. Corrected fields: d2a, h6 - component code, h11 - e3 explanation missing from initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and found that the protector of the video cable section was cut. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: user not following the manufacturer's instructions. The IFU states: caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: it was reported that the issue occurred after the procedure.